Event description:
The pt underwent a cervical fusion at c4-c6. The surgeon put the center locking screw through the 38 mm antcer plate. He explanted both the self drilling wide route screw and the 38 mm plate. The surgeon then chose a 40 mm antcer 2-level plate and repositioned the plate laterally so as to have fresh bone for the screws. While tightening the center screw on the second plate, he advanced the center screw through the plate once again. Because he didn't want to remove the second plate, he removed the secure ring from the plate so he could remove the screw. The plate was secured with only four screws, 2 in the cephalad and 2 in the caudal positions of the antcer plate. There was a 45 minute surgical delay to complete this portion of the surgery which is considered a serious injury.

Manufacturer narrative:
The plate is retained in the pt, and not available for return. Device manufacture date is unk. Eval is pending.